Event description:
Patient having left total hip arthroplasty. Tip of zimmer screwdriver broke off in ace-tabular cup. Representative for zimmer company in room and took screwdriver back to company with him.